Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: a2dr01, ipg; implant: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient presented feeling dizzy/pre-syncopal. Device interrogation revealed the patients right ventricular (rv) lead exhibited oversensing, switched to a unipolar sensing configuration and was inhibiting ventricular pacing. Diagnostic testing was completed and the lead was reprogrammed to a bipolar sensing configuration. The lead remains in use and will be reevaluated at a later date. No patient complications have been reported as a result of this event.